Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) was started on duopa therapy. On an examination, the gastroenterologist observed mild inflammation around stoma site and skin protrusion with white color surface. The patient was treated with oral antibiotic tavanic 500mg daily for 10 days and fucidin cream twice a day for 10 days.